Manufacturer narrative:
Investigation: the investigation has been carried out by the aesculap technical service department. Optically, the product is in a very used condition, the shank is bent and the working end (cutter) is broken off. Its possible that the ge 843su cutter was used several times despite the fact that this is a single use product. Due to the worn and damaged diamond coating, the user had to work with high forces. The cutter shank was thus pressed against the handpiece case. The resulting friction between the shank and the case caused the cutter tip to break. Batch history review: the device history records have been checked for the available lot number and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause: the failure is most probably usage related. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "during a surgical spine procedure the burr snapped in half, causing a 20-30 minute delay in surgery when the broken piece was retrieved. It was reported that there was no serious injury or death to the patient.